Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right ica. The max diameter was 7mm, and the neck diameter was 4.0mm. The patient's vessel tortuosity was moderate. The landing zone was 3.8mm distal, and 5.2mm proximal. Dual antiplatelet treatment was administered. It was reported that the physician could not open the distal part of the pipeline using the pushwire technique. The distal end would not open completely no matter what action the physician took. The pipeline was replaced, and the patient did not experience any injury or complications. The pipeline was not positioned in a bend, and more than 50% had been deployed when it failed to open. The pipeline had been resheathed more than 2 times. No additional steps were taken to open the device. Angiographic results post procedure showed successful embolization of the aneurysm. It was noted that the devices were not prepared according to the instructions for use (IFU) as the pipeline was unsheathed on the back table to flip the ptfe wings and open the distal end for easier opening in the body per the physician's preference. Ancillary devices include a phenom plus guide catheter, a phenom 27 micro catheter, and a synchro guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of ped2-500-16, item:10,lotno:b400733 damage location details: the pipeline flex shield braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline flex shield braid were found fully opened and moderately frayed. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at the distal end. The event cause could not be determined as the distal and proximal ends of the pipeline flex shield braid appeared fully opened and moderately frayed. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. It was reported that the pipeline had been resheathed more than 2 times. In addition, the devices were not prepared according to the instructions for use (IFU) as the pipeline was unsheathed on the back table to flip the ptfe wings and open the distal end for easier opening in the body per the physician's preference. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.